Event description:
Patient reported receiving 4 blood glucose readings of "hi" (> 600 mg/dl), while using the suspect device. Pt stated that, shortly thereafter, they received a result of 407 mg/dl, and then lost consciousness. Emergency medical services were contacted, and patient was transported to the hospital. Pt indicated that their blood glucose measured 317 mg/dl (unknown meter type), upon their arrival at the hospital. Pt was treated with insulin and intravenous fluids (contents not provided) after which they became coherent. They indicated that they later experienced a seizure, while still hospitalized. Pt remained hospitalized until their blood glucose could be stabilized. Pt indicated that, prior to the event, their physician had discontinued their diabetic medications. Pt stated that, at the time, they were unaware of this, as their care-taker is responsible for dispensing their medications. Controls had not been run on the system. A request was made for the return of the suspect product and replacement product was shipped.